Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The suggested event is preventable by handling the device in accordance with the instructions for use (IFU) for endoscope precleaning and manual cleaning. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the user did not brush the scope channels before setting to oer-pro, remained tissue in channels may have been detected.

Manufacturer narrative:
The olympus technical support center walked through the oer-pro maintenance and loading steps. The customer is regularly changing all filters on the oer-pro's and following the scope loading chart on oer-pros. The user facility reported that the scopes are reprocessed every 7 days. The scope channels are not brushed before loading them into the endoscope reprocessor. The customer was advised by olympus to verify that the channels are clean and clear from debris prior to loading. The customer reported that the scopes were going to be removed from service and reprocessed after brushing the channels. If additional information is received, a supplemental report will be filed.

Event description:
A user facility reported that dried brown spots were noticed beneath the scopes in the scope cabinets. The scopes were not used on any patients. They questioned if the oer-pro could contribute to this issue. There was no patient harm or injuries reported. No additional information has been obtained.